Event description:
It was reported by the service center that the ventilator automatically turned on and off with an audible alarm during testing. A pt was not connected to the ventilator at the time the reported problem occurred.